Manufacturer narrative:
(B)(4). Batch #t5a458. Investigation summary: the analysis results showed that one gst60g reload was received with the one piece sled detached and unfired, making it nonfunctional. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Although no conclusion could be reached on why the one piece sled is detached, it should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment.

Event description:
It was reported that during a sleeve gastrectomy, the reload was opened and when inserted into the device, a red plastic piece fell of the reload. Later, the reload couldn't be placed inside the device. The surgery was completed with another like device. There were no patient consequences reported. No additional information is available at this time.